Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that machine was not booted up. The field service engineer (fse) reimaged the machine to restore it to an operational state, as windows was running very slowly and applications could not be installed or uninstalled. After reimaging, the system was synchronized and configured for testing. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device would not fully boot up and remained stuck on the "initializing peripherals" screen. The user attempted to reboot the device twice; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.